Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b1, h1, d4 (lot # and expiration date) and h4. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was observed. The electrodes were able to be plugged onto the multifunction cable connector incorrectly when using a significant amount of force. When the electrodes were connected correctly, only a small amount of force was required. In the event that the electrodes are connected incorrectly, the device will respond with dashed lines and "check pads"/"poor pad contact" prompt on the display, alerting that an electrical connection between the electrodes and the device has not been made and that the connection should be checked. The electrode pads were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device's electrode connector was inserted incorrectly into the cable and went undetected causing a delay in defibrillation to the patient. Complainant indicated no direct consequences for this patient due to the reported malfunction.